Event description:
A pericardial effusion (pe) occurred, and the procedure was cancelled. It has been reported that a versacross access solution kit was selected for use for an atrial fibrillation (a fib) ablation. The transseptal puncture was performed successfully, and pulmonary vein isolation continued afterwards with the farawave catheter. Upon moving the intracardiac echocardiography (ice) catheter to view another heart structure a small pericardial effusion was observed that was not noted prior, located more on the right side of the heart. The farawave catheter was in the left atrium (la) at the time the effusion was located. The patient's vital were stable. Pericardiocentesis was performed and the procedure was cancelled before performing the planned posterior wall ablation. The patient was expected a fully recover and later discharged. The device is not expected to be returned for analysis (disposed). In the physician's opinion, it is possible that the pe occurred either during transseptal access or along with a non-boston scientific biosense webster "webster" cs catheter. Imaging was used to confirm the effusion. No malfunction was reported for the versacross devices.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.